Event description:
A report was received that scar tissue developed over the lead causing the lead to pull tight and not allow the pt to move his neck. The pt underwent a revision to open the mid-line incision to remove the scar tissue around the lead. The physician opened the ipg pocket site and shimmied the leads to release the tension on the leads. The pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.